Event description:
It was reported when plugging in the sensor connector during use on a patient, the cardiosave intra-aortic balloon pump (iabp) center module was defective. Patient was replaced with another cardiosave and the sensor could be used with that device without any problems. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings,investigation conclusions),h10 additional contact information: event site postal code:(B)(6). Event site state:(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had fiber-optic sensor module failure alarm. There was patient involved, however no adverse event reported. A getinge field safety engineer (fse) was dispatched to investigate the unit. The fse was unable to reproduce the issue. Checked the connection and disconnection of the sensor connector, but the above alarm did not occur and the automatic calibration worked without any problems. Also conducted a fiber test in maintenance mode, but all values were acceptable. Since there is no recurrence,the progress will be observed.

Event description:
N/a.